Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the jaws of the vessel sealer extend instrument would only open fully on certain angles and points of rotation. At some angles, the jaws would not open at all or would only open very little. The customer stat that the instrument could be heard to trying to open with a sort of grinding sound. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a dissection was being performed with the instrument when the issue occurred. The issue with the instrument did not occur after a system fault. The jaws of the instrument could only be opened under certain angles. The jaws were not stuck on tissue when the issue occurred. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
The vessel sealer extend instrument was passed to the failure analysis engineer (fae) team for further investigation. Fae initial findings confirmed. The root cause of manufacturing will be used for dislodged grip ring failure.

Event description:
Refer to h11 for follow-up information.